Event description:
The customer reported that the device displayed an ECG error from a user test and would display no ECG signal. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device displayed an ECG error from a user test and would display no ECG signal. There was no pt involvement. A philips field service engineer (fse) evaluated the device and confirmed the reported malfunction. The fse found that a component on the control pca was only partially inserted. Fully inserting/seating the component resolved the issue. We cannot determine the cause of the component becoming dislodged/partially inserted.